Event description:
A hospital in a foreign country, reported that an rt225 infant breathing circuit was supplied without the adaptors normally supplied. No patient consequence was reported.

Manufacturer narrative:
The product referred to in the event description is not sold in the USA but it is similar to a product which is sold in the USA. The 510(k) for that product is k020332. The device was not returned to the manufacturer. An investigation was carried out based on the event description and previous experience with similar complaints. Result: a lot check revealed no other similar complaints for this lot number. Conclusion: the component was most likely omitted during our packing process. Our records indicate that no other complaints of this nature have been received for this lot number. Our monitoring and trending for missing or wrong components on breathing circuits shows a rate of occurrence of worldwide for the last year.